Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated and passed all functionality testing. The device was able to obtain measurements with all the enabled parameters using customer's returned sensor. Internal investigation found signs of contamination on the battery contacts; however the device passed spco comparison testing and was able to obtain measurement using a known good sensor.

Event description:
The customer reported that the device provided inaccurate co readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device provided inaccurate co readings. No patient impact or consequences were reported.